Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l53964, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen 2000 mcg/ml at 972 to 639 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. A catheter problem was reported. A catheter dye study was done (B)(6) 2016 and the catheter issue was confirmed. The catheter issue was suspected previous to the dye study in 2016. The patient was very ill, compromised, and had severe respiratory issues with multiple hospitalizations the last year. The pump was near the end of battery life but the patient could not sustain surgery at the time. The patient was not getting drug but there were no classic withdrawal symptoms. The telemetry strip on (B)(6) 2016 showed the dose at 972 mcg. There was still drug at the last refill so they have not filled the pump with saline yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.